Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage was measured with a landing zone of 18-19mm in diameter and 25mm in depth. The patient was in sinus rhythm with an optimal pressure of 17mmhg on average inside the left atrium. It was noted that there were two unsuccessful attempts at deploying the device due to difficulties finding the optimal axis. The device was successfully implanted at the third attempt with a 6mm tire-shaped compression. It was noted that the close criteria were adequately met. The device remained stable after a thirty-second tug test. Approximately six hours after the procedure, the device embolized into the mitral valve. It was noted that the device caused partial blockage with no damage to the mitral valve. Emergency surgery was performed on the patient. The device was successfully explanted. The patient experienced acute cardiac insufficiency. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and heart failure/congestive heart failure were reported. A returned device assessment could not be performed as the device remains was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that after the procedure, the device embolized into the mitral valve. It was noted that the device caused partial blockage with no damage to the mitral valve. Emergency surgery was performed on the patient. The device was successfully explanted. The patient experienced acute cardiac insufficiency. The patient status was stable. Based on the information received, the cause of the reported device embolization could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.